Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text: product not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d1: brand name unknown / provided d4: additional device information: unknown / not provided g4: premarket identification: unknown / not provided h4: device manufacturer date: unknown / not provided product not returned.

Event description:
Doctor reported that implant at tooth site 14 disengaged from insertion tool and fell down to the floor. Procedure was completed with a new implant.